Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 260 mg/dl at the time of the incident. The customer reported that he experienced a low of 19 mg/dl when he came to, as the ems was dispatched to his home. Customer treated for high blood glucose with bolus. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer had low blood glucose of 55 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal (slightly indented. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results: alarmed at less than 3u. Customer also reported that he had high blood glucose. The pump will not be returned for analysis.